Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported a critical alarm and motor stall occurred, and the stall recovered after 2 hours. It was reported the patient was hospitalized. It was reported that an explant was planned. It was reported the patient had a refill without issue on (B)(6) 2014. It was reported the patient was not feeling well and vomiting on (B)(6) 2014. It was noted the patient fell at home, was hospitalized, telemetry was performed and the critical alarm was audible on (B)(6) 2014. It was reported that telemetry was also performed on (B)(6) 2014 which showed a motor stall at 00:00 on (B)(6) 2014, a recovery at 04:23 on (B)(6) 2014, and another stall at (B)(6) 2014 at 16:57. It was noted the critical alarm was still audible. The patient status was noted as alive no injury. The pump was used to deliver morphine and clonidine. Additional information reported the pump was explanted. It was reported the patient was fine.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.